Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: black box shows one cs 054 error on (B)(6) 2016. A "por" event was observed in the clearing of the cs054 error per normal operation. No battery cap returned. All testing performed with a test battery cap. Pump powers with a test battery cap to a dim discolored display. Battery cap is unable to fully tighten. Battery compartment cracks observed from thread area to case seal and below grip pad. Evidence of moisture contamination inside battery compartment. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside pump on battery canister and power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.